Event description:
It was reported that a pediatric user experienced hypoglycemia to 50 mg/dl while using the ilet, with concern expressed by the caregiver regarding potential device malfunction and requests for factory reset. Symptoms included low blood glucose without loss of consciousness, seizure, or other acute complications. Outcomes included correction with oral fast-acting carbohydrates totaling approximately 35 grams, with glucose rising to 70 mg/dl and trending upward, and no medical intervention or hospitalization. Investigation included troubleshooting and user education, review of available device use information, and coordination with clinical support. Investigation of this case revealed user behavior of pre-treating and potentially over-treating perceived lows, and no device alerts or alarms were reported. It was concluded that the event was consistent with hypoglycemia with unclear cause, with corrective actions focused on education, reinforcement to avoid pre-treating or over-treating lows, and a factory reset performed with continued monitoring. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.